Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the connector cable sleeve and mobile power unit (mpu) housing were confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6)) was serviced on 15nov2021 at the abbott european distribution center (edc). The patient cable was found to be loose within the cable sleeve and a crack was observed on the mpu housing. The system was tested and passed all testing. The patient cable and handle housing were replaced, and preventative maintenance was performed. The mpu was placed in the abbott rental pool after servicing. The patient cable was forwarded to the abbott product performance engineering lab for analysis. The mpu patient cable was inspected and was connected to a test mpu and a system controller. The unit was able to run on a mock loop as intended and the patient cable was fully functional. The observed damage did not affect cable function. The device operated as intended. The root causes of the reported events were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During a power on off inspection the system booted up as intended. A functional test found the system to function as intended. The mpu's patient cable would be replaced, a software upgrade would be performed, and preventative maintenance would be performed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient cable of the mobile power unit (mpu) was loose around the black and white connectors at the rubber end. It was also noted that the mpu's handle was cracked.